Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The patient alleged stage 3 kidney cancer and have surgery to remove right kidney. The patient also alleged having hyperglycemia. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation confirmed the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller, blower box, and within bottom enclosure was inconsistent with degraded sound abatement foam contamination. A keratin-like substance was observed around the blower box outlet. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused headache, runny nose, dizziness, yellow mucous/phlegm and sinus infection. The patient did receive medical intervention and reported taking prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.